Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the instrument data. The hsc specialist determined that the sample cups had been switched. The initial results for (B)(6) were actually from (B)(6) and the initial results from (B)(6) were actually from (B)(6). The instrument produced the correct results for the samples that were tested. The cause of the results being associated with the incorrect patients was due to a user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Two patient samples were tested for blood urea nitrogen (bun) and creatinine (crea) on a dimension vista 1500 instrument. The initial results for patient (B)(6) were reported to the physician(s), who questioned them. The initial results for patient (B)(6) were not reported to the physician(s). The samples were repeated on the same instrument and the results for (B)(6) were higher and matched the clinical picture of the patient. The results for (B)(6) were lower. The corrected results for (B)(6) and the repeat results for (B)(6) were reported to the physician(s).